Event description:
A hospital in (B)(6) reported via a distributor that the heater wire pins on an rt125 breathing circuit are bent. The bent pins were observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt125 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k20332. Method: the inspiratory limb of the complaint breathing circuit was returned for investigation. The straightness of the heater wire pins was tested by connecting the circuit limb to a heater wire adaptor. Results: a heater wire pin on the inspiratory limb of the breathing circuit was bent, preventing full insertion of a heater wire adaptor and confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 090612. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by health care facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).

Manufacturer narrative:
(B)(4). The rt125 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) number of the similar product is k20332. The complaint device is currently en route for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the heater wire pins on an rt125 breathing circuit are bent. The bent pins were observed prior to patient use.